Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarms and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer's response was the device will be returned.

Manufacturer narrative:
The pump had constant pump error 38 alarm during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to constant pump error 38 alarm. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Perform the history review 2 days to the event date 07-apr-2025 in the pump history file and found 7 nodelivery (7) alarms on 04/05/2025 (during bolus), 1 lostsensor1alert (780) on 04/06/2025, 5 stuckmotoralarm (38) on 04/07/2025, 1 failedbatttest (58) on 04/07/2025 06:49:24.000 and 2 lostsensor1alert (780) on 04/07/2025. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or test the insulin flow blocked alarm/no delivery alarm due to constant pump error 38 alarm during the rewind test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 38 alarm/stuckmotoralarm (38) - occurred during the rewind test and was found in the pump history file. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and motor home switch. No damage noted on the force sensor. Pump error 38 alarm due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Alarm-a340-pump error 38 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.